Event description:
It was reported that the patient underwent an alveolar cleft repair using rhbmp-2/acs. There were no reported post-op complications. At follow up, the patient had achieved transverse unification, but had inadequate vertical fill at approximately 50%.

Manufacturer narrative:
(B)(4) - insufficient bone growth. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.